Event description:
It was reported that the systems computer would lock up and need to be rebooted. This could lead to is a total loss of navigation functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the computer. The system operates as intended.